Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a seroma at the pocket site. A procedure was performed to drain the fluid. After, the company representative noted there was no swelling or fluid remaining in the pocket. The pt also had coupling/communication issues between their device and the recharger. It was noted that the pt had lost (B)(6) before the procedure and the skin around the pocket was very loose. The pocket itself may also be loose. The device may be flipped but this was not confirmed. Additional information was requested to confirm if device was flipped, any further treatments and pt outcome from the seroma issue. See manufacturers report #3004209178201101284.